Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was believed to have been fractured back in 2012 and was exhibiting a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also observed on the ra channel. No changes were made to the ra lead and it remains implanted and in service. No adverse patient effects were reported.